Event description:
Ous MDR - on (B)(6) 2017 the patient had a follow up. At that time the lead measurements were normal, and the battery voltage was normal at 77 percent. On (B)(6) 2017 there was an alert via home monitoring indicating the device at eos. The status of the device on (B)(6) 2017 via home monitoring was normal. This device was explanted.

Manufacturer narrative:
Upon receipt, the device history record was reviewed, documenting that the ICD performed as expected during the manufacturing. Particularly the final acceptance test proved the ICD functions to be as specified. The available data and the device memory content were inspected. The inspection revealed that the ICD activated the battery status eos on (B)(6) 2017, which was followed by an automatically triggered home monitoring notification to inform the user about the occurred eos status. In a next step, the eos status was removed with a technical programmer to verify the ability of the device to deliver therapies. Subsequently the ICD showed the battery status mol1. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The current consumption of the device was analyzed and found to be normal and as expected. The ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The electronic module was attached to an external power supply to check the functionality of the electronic module. There was no indication of a malfunction, particularly all therapy functions were available and worked as expected. The overall current consumption of the electronic module was directly measured, confirming a normal current consumption. Therefore, the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. In a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly an increased internal self-depletion within the battery was identified, which contributed to the clinical observation. In conclusion, the device was implanted for 51 months. The therapeutic functionality of the device was tested, after removing the eos status using a technical programmer, and proved to be fully functional. Further investigations revealed an increased internal self-depletion within the battery that contributed to the clinical observation.